Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's device is coming out of their chest incision. The patient has been referred to neurosurgery. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that there was no trauma and that the generator just came out. The physician believed it is possibly the patient's skin but either way the family wants the device to be explanted.